Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that all of a sudden when the patient goes to recharge the ins, after 3-5 minutes he was getting the ins full screen. Before, it took 1.5 hours to get this screen. The patient stated that he skipped a day as he usually recharges every day, however, he experienced the same thing. When asked if the patient checked the ins level prior to recharging the ins, the patient said that he did not. The patient said that he doesn't use the programmer and only uses the recharger. During the call,the patient said he was recharging ins and said that the last section was blinking. Then, in a few moments, he received the sufficient for use screen (which patient calls the full screen). The patient was redirected to schedule an appointment at the healthcare provider¿s (hcp) office with to check recharge statistics. The patient also stated that stimulation felt higher when he pushed the top button on the recharger. It was reviewed that the top button on the recharger is the stimulation on button. No further complications were reported.